Manufacturer narrative:
(B)(4). The liberty cycler was not repaired or replaced against this complaint. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
Patient's peritoneal dialysis nurse reported that the patient had outpatient surgery for a hernia repair. Hernia was a pre-existing condition prior to the patient's becoming a peritoneal dialysis patient. Patient's medical records have been requested.